Event description:
The pt had noticed intermittent hearing performance since (B)(6) 2015. A head trauma was denied. Problems of external devices were excluded. The pt has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient had noticed intermittent hearing performance since (B)(6) 2015. A head trauma was denied. Problems with external devices were excluded. The patient has been re-implanted.